Event description:
It was reported that the patient presented in clinic for a device check. Upon interrogation, the pulse generator exhibited a diagnostics anomaly. After device software download, normal device function resumed. The patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).